Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 36 and 48 hours. The patient reports while giving a bolus the pod had leaked insulin. The patient reports delivering a manual injection of insulin. The patient reports the pod failed to adhere and the cannula had become dislodged from the pod infusion site (arm). The patient reports feeling lethargic, thirsty, chest pain and tiredness. Once at the hospital the patient had both blood and urine tests administered. The patient was treated with 2 bags of intravenous fluids and insulin injections. The patient was discharged from the hospital after 6 hours.